Event description:
Info was received from the vendor that the unit's audible alarm was not working. The malfunction was identified during the check out procedure by the health care provider. There was no pt involvement or reported pt harm. A repair evaluation was performed and the customer's complaint was confirmed. It was discovered that the alarm was functioning intermittently due to an incomplete solder joint from the alarm component to the front display board. The board was replaced to correct the problem.